Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found disconnected tubing from valve vl57. He reconnected the tubing at vl57 and the instrument ran without any leaks. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported an uncontained leak of 20ml from a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.